Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that error 211 displayed during the second priming attempt of the water vapor therapy procedure. The device was reset, and the priming process was retried, but error 211 occurred again. A new delivery device was connected, saline water and syringe were changed, and new sterile water was added, but error 275 appeared immediately. Priming was retried but the error persisted. The doctor decided to discontinue the procedure, as the patient was about to wake up from general anesthesia. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that error 211 displayed during the second priming attempt of the water vapor therapy procedure. The device was reset, and the priming process was retried, but error 211 occurred again. A new delivery device was connected, saline water and syringe were changed, and new sterile water was added, but error 275 appeared immediately. Priming was retried but the error persisted. The doctor decided to discontinue the procedure, as the patient was about to wake up from general anesthesia. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.